Event description:
Same case as MFR report #: 2134265-2009-03309. It was reported that in preparation for a percutaneous coronary interventional procedure, wire breakage occurred. The lesion to be treated was the mid left anterior descending artery. During platforming of the rotablator rotalink plus system to set the rotational speed, the 1.5mm burr came in contact with the floppy rtw guide wire and caused the wire to fracture. This occurred outside of the patient's body during preparation. The procedure was successfully completed with another of the same devices. Patient status was reported as 'no problem'.

Manufacturer narrative:
(B)(4).